Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced fatigue and was able to self-treat with sugar for the issue. No other third party treatment was reported. There was no report of death or permanent impairment associated with this event.